Event description:
It was reported that the ilet user experienced persistent hyperglycemia after a supply change when lunch and dinner announcements did not reduce blood glucose. An incorrectly prepared inset infusion set was discovered with the needle guard still in place. The user then performed a site-only change, had difficulty locking the first infusion set, switched to a different set, and successfully resumed insulin delivery on the ilet. Symptoms included sleepiness/ drowsiness and hyperglycemia with a reported highest blood glucose of 316 mg/dl. Outcomes included the need for troubleshooting and education with restoration of insulin delivery. Investigation included telephone-based troubleshooting and guided reinsertion of the infusion set. Investigation of this case revealed an incorrectly deployed infusion set resulting in interrupted insulin delivery, which resolved after proper site change and successful set insertion. It was concluded, based on previously established findings for similar reports, that user technique related to infusion set deployment and connection was the most probable cause.